Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed ise (ion selective electrode) buffer valve failure and the grounding connection was greater than 1 ohm. The fse replaced the ise buffer valve on cell 1 and corrected grounding connections to resolve the issue. No further issue was noted. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer generated erroneous high patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), and cl (chloride) and quality control (qc) issues. The erroneous patient results were reported outside of the laboratory and later they were amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.